Manufacturer narrative:
The reported event could not be confirmed, since the device was returned, but found to be functional. The received target device gamma3 was checked visually and found to be in overall good condition. We can see a slight scratch on the distal end which reflects towards usage of the device. A functional inspection was conducted with the returned nail, target device, speed lock sleeve, and nail holding screw, with a sample drill and sample drill sleeve, in which we can see if the speed lock is locked at the proper angle which matches with the nail there is no misdrilling. If there is a mismatch between the angle of the nail and the angle locked at the target device and speed lock, there will be a mismatch. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. It states ¿ensure that the sleeve angle matches the corresponding nail angle chosen, e.g.a 125° position in speedlock sleeve for a 125° nail [¿]¿ [original statements] no indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation root cause can be attributed to user related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "intraoperative interference between the step drill and the nail was observed. The nail was replaced and the procedure was completed without problems."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "intraoperative interference between the step drill and the nail was observed. The nail was replaced and the procedure was completed without problems."